Event description:
It was reported that the there was an incident where the pumps "had smoked and caught fire" while being used in a patient care area. The incident took place on (B)(6) 2024 and the time was around 7:18pm est. There was patient involvement but no harm. Per bd technical practice consultant's site visit summary, the following information was provided: - two devices were tagged with "caution: out of order" tags, a pcu and a large volume pump module - the large volume pump (lvp) module tag read, ¿channel burning smell¿ and (B)(6) 2024. The iui (male) connector shows black residue and plastic melted between pins 1-5, with pins 2&3 with all gold plating melted off to bare metal. Additionally, pin 14 shows signs of corrosion (green deposits) and the 6th rib partially crushed. - the pcu tag reads, ¿brain burning at channel¿ and (B)(6) 2024. The iui (female) connector shows black residue on pins 12-15. The manager pharmacy ops provided the following extra information: - event occurred on the 5 west unit over night shift. The patient reported smoking, sparking, and flame while in use. Clinician stopped use and removed the device after the patient reported the issue. - manager stated they did not know if the alaris system device was plugged into an ac outlet during the reported event. The patient was on the following IV infusions, lr (lactated ringers) and an antibiotic, possibly zosyn 50 or 100ml. - manager stated pharmacy did plug in the device and powered it on after the event to try and obtain the knowledge portal data but was unable to access. No issues or alarms were noted. At 5 west, a charge nurse at the time of event, and nurse that observed the reported event provided the following information: - where the lvp and pcu are locked in together, they were observed to have pins melted at the metal connectors. The devices were hot to touch and smelling and smoking - the nurse reported smelling burning and seeing smoke from the pump. The top of the channel was warm where it connects. Removed the channel and obtained a new one and then removed the device. - event occurred around 6:30pm - 6:45pm at shift change - a family member of the patient said, ¿it smells like something is burning¿. The device had a ¿red¿ alarm but they could not recall what the error message read. The incident pump module was removed from the left side of the pcu and placed on the right side of the second pump module, which did not reset the error. The nurse stated that sometimes when they have an alarm, reseating or moving the channel to the other side resolves the alarm. The melted connector smell was still present so, the IV set was removed and system was unplugged and removed from the area. IV set was then reloaded into a new alaris system and no further issues. - they did not notice any leaking from the IV bag when the event occurred. - the antibiotic had finished and only the maintenance IV fluid was infusing at the time of the event. Clinician thinks the infusion may have been at a rate of 100ml/hour. - there was no patient harm but the nurse and charge nurse stated that the patient was a little weary about being placed on the new device. They also stated the patient was known to be an anxious patient. - the devices had been in use for multiple days and had not been recently cleaned or decontaminated.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the unit allegedly on fire was confirmed through review of the logs and during device testing. ¿ a third-party servicer performed an analysis of the contamination on the iuis. White and green residue on the pins were found to be consistent with metal chloride corrosion products, indicating that unapproved substances were most likely used to clean the iui connectors. ¿ per product labeling, ¿best practices for cleaning bd alaris¿ system devices¿ states the following: ¿ do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. ¿ clean both iui with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. ¿ inspect the iui connectors on each bd alaris¿ pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks. ¿ confirm that the instruments and iui connectors are thoroughly dry before using them again. ¿ resistance was measured between adjacent pins of the iui connectors to determine if a short was present. All pins measured infinite resistance, as expected of a good connector, except for pins 2 and 3 of the pump module¿s right iui, which measured 13.4 ohms, indicating a short was present. ¿ the iui connectors were temporarily replaced with known good iui connectors for testing purposes only, and the system passed all preventative maintenance tests. A one-hour infusion was also programmed at the reported rate programmed at the time of the incident and no issues or anomalies were observed during the infusion. The device was operating as intended. ¿ a review of the suspect pcu error log showed one (1) instance of the error code 133.6090.5 (main speaker failure, log only) occurring at 6:40 pm on 29dec2024, one (1) instance of the error code 120.4410.0 (low backup voltage failure) occurring at 6:41 pm, and forty (40) instances of the error code 120.4370.5 (low 8v failure, log only) occurring between 6:41 pm and 6:49 pm. These error events are associated with the thermal activity where a large load existed on the +8 volt power source at the iui connectors. ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: 8100 pump module sn 16962695 (suspect) devices were disassembled for this investigation, please ensure proper assembly, torque screws as required, and testing is performed. Please replace the inter unit interface (iui) connectors. Dchu is not responsible for any cost associated with incidental findings. 8015 pcu module sn 16780132 (suspect) devices were disassembled for this investigation, please ensure proper assembly, torque screws as required, and testing is performed. Please replace the inter unit interface (iui) connectors. Dchu is not responsible for any cost associated with incidental findings. Root cause: the probable cause of the reported pcu and lvp caught on fire is being attributed to a thermal event caused by a short circuit. The root cause of the thermal event is suspected to be fluid residue accumulation between the iui pins. Note that imdrf annex a040502, a070504, a09, c02, c23, c0201, d11, d15, g02002, g02035 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the there was an incident where the pumps "had smoked and caught fire" while being used in a patient care area. The incident took place on (B)(6)2024 and the time was around 7:18pm est. There was patient involvement but no harm. Per bd technical practice consultant's site visit summary, the following information was provided: - two devices were tagged with "caution: out of order" tags, a pcu and a large volume pump module. - the large volume pump (lvp) module tag read, ¿channel burning smell¿ and (B)(6)2024. The iui (male) connector shows black residue and plastic melted between pins 1-5, with pins 2&3 with all gold plating melted off to bare metal. Additionally, pin 14 shows signs of corrosion (green deposits) and the 6th rib partially crushed. - the pcu tag reads, ¿brain burning at channel¿ and (B)(6)2024. The iui (female) connector shows black residue on pins 12-15. The manager pharmacy ops provided the following extra information: - event occurred on the 5 west unit over night shift. The patient reported smoking, sparking, and flame while in use. Clinician stopped use and removed the device after the patient reported the issue. - manager stated they did not know if the alaris system device was plugged into an ac outlet during the reported event. The patient was on the following IV infusions, lr (lactated ringers) and an antibiotic, possibly zosyn 50 or 100ml. - manager stated pharmacy did plug in the device and powered it on after the event to try and obtain the knowledge portal data but was unable to access. No issues or alarms were noted. At 5 west, a charge nurse at the time of event, and nurse that observed the reported event provided the following information: - where the lvp and pcu are locked in together, they were observed to have pins melted at the metal connectors. The devices were hot to touch and smelling and smoking - the nurse reported smelling burning and seeing smoke from the pump. The top of the channel was warm where it connects. Removed the channel and obtained a new one and then removed the device. - event occurred around 6:30pm - 6:45pm at shift change - a family member of the patient said, ¿ it smells like something is burning¿. The device had a ¿red¿ alarm but they could not recall what the error message read. The incident pump module was removed from the left side of the pcu and placed on the right side of the second pump module, which did not reset the error. The nurse stated that sometimes when they have an alarm, reseating or moving the channel to the other side resolves the alarm. The melted connector smell was still present so, the IV set was removed and system was unplugged and removed from the area. IV set was then reloaded into a new alaris system and no further issues. - they did not notice any leaking from the IV bag when the event occurred. - the antibiotic had finished and only the maintenance IV fluid was infusing at the time of the event. Clinician thinks the infusion may have been at a rate of 100ml/hour. - there was no patient harm but the nurse and charge nurse stated that the patient was a little weary about being placed on the new device. They also stated the patient was known to be an anxious patient. - the devices had been in use for multiple days and had not been recently cleaned or decontaminated.

Manufacturer narrative:
Omit: a1006 - thermal decomposition of device (1071). Correction: describe event or problem. Additional information: imdrf annex a code, manufacturer narrative. Investigation summary: the reported incident of the unit allegedly on fire was confirmed through review of the logs and during device testing. A third-party servicer performed an analysis of the contamination on the iuis. White and green residue on the pins were found to be consistent with metal chloride corrosion products, indicating that unapproved substances were most likely used to clean the iui connectors. Per product labeling, ¿best practices for cleaning bd alaris¿ system devices¿ states the following: do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. Clean both iui with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Inspect the iui connectors on each bd alaris¿ pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks. Confirm that the instruments and iui connectors are thoroughly dry before using them again. Resistance was measured between adjacent pins of the iui connectors to determine if a short was present. All pins measured infinite resistance, as expected of a good connector, except for pins 2 and 3 of the pump module¿s right iui, which measured 13.4 ohms, indicating a short was present. The iui connectors were temporarily replaced with known good iui connectors for testing purposes only, and the system passed all preventative maintenance tests. A one-hour infusion was also programmed at the reported rate programmed at the time of the incident and no issues or anomalies were observed during the infusion. The device was operating as intended. A review of the suspect pcu error log showed one (1) instance of the error code 133.6090.5 (main speaker failure, log only) occurring at 6:40 pm on (B)(6) 2024, one (1) instance of the error code 120.4410.0 (low backup voltage failure) occurring at 6:41 pm, and forty (40) instances of the error code 120.4370.5 (low 8v failure, log only) occurring between 6:41 pm and 6:49 pm. These error events are associated with the thermal activity where a large load existed on the +8 volt power source at the iui connectors. Root cause: the probable cause of the reported pcu and lvp caught on fire is being attributed to a thermal event caused by a short circuit. The root cause of the thermal event is suspected to be fluid residue accumulation between the iui pins.

Event description:
It was reported that the there was an incident where the pumps "had smoked and caught fire" while being used in a patient care area. The incident took place on (B)(6) 2024 and the time was around 7:18pm est. There was patient involvement but no harm. Bd received additional information. After the event was reported, bd representatives went onsite to gather additional information. It was reported that the facility's biomed received the large volume pump (lvp) module with a tag which read, ¿channel burning smell¿ and (B)(6) 2024. The iui (male) connector reportedly shows black residue and plastic melted between pins 1-5, with pins 2 and 3 with all gold plating melted off to bare metal. Additionally, pin 14 shows signs of corrosion (green deposits) and the 6th rib partially crushed. The pcu tag reads, ¿brain burning at channel¿ and (B)(6) 2024. The iui (female) connector shows black residue on pins 12-15. Additional information was received from the manager of pharmacy: event occurred on the 5 west unit overnight shift. The patient reported smoking, sparking, and flame while in use. Clinician stopped use and removed the device after the patient reported the issue. Manager stated they did not know if the alaris system device was plugged into an ac outlet during the reported event. The patient was on the following IV infusions: lr (lactated ringers) and an antibiotic, "possibly zosyn 50 or 100ml". Manager stated pharmacy did plug in the device and powered it on after the event to try and obtain the knowledge portal data but was unable to access. No issues or alarms were noted. The charge nurse at the time of event and another nurse reportedly observed the following: where the lvp and pcu are locked in together, they were observed to have pins melted at the metal connectors. The devices were hot to touch and smelling and smoking. The nurse reported smelling burning and seeing smoke from the pump. The top of the channel was warm where it connects. Removed the channel and obtained a new one and then removed the device. Event occurred around 6:30pm - 6:45pm at shift change. A family member of the patient said, ¿it smells like something is burning¿. The device had a ¿red¿ alarm but they could not recall what the error message read. The incident pump module was removed from the left side of the pcu and placed on the right side of the second pump module, which did not reset the error. The nurse stated that sometimes when they have an alarm, reseating or moving the channel to the other side resolves the alarm. The melted connector smell was still present so, the IV set was removed and system was unplugged and removed from the area. IV set was then reloaded into a new alaris system and no further issues. They did not notice any leaking from the IV bag when the event occurred. The antibiotic had finished and only the maintenance IV fluid was infusing at the time of the event. Clinician thinks the infusion may have been at a rate of 100ml/hour. There was no patient harm. The devices had been in use for multiple days and had not been recently cleaned or decontaminated.